Manufacturer narrative:
The sample was received and sent for decontamination (B)(6) 2011. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
Air bubbles approximately 5 mm in size were observed every 10 cm throughout the tubing connected to the bd q-syte device. There was no harm to the patient as a result of this incident.